Event description:
On 10/12/2022, it was reported by a sales representative via phone that a ar-8925t syndesmosis tightropes sutures broke. This occurred on (B)(6) 2022 during an ankle fracture procedure when seating the tightrope medially the surgeon began tensioning laterally and both sutures broke. The tight rope was cut out, and another ar-8925t was used to complete the case. There was a slight incision that was made which usually isn't however there was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.